Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to an observed knot in the lock line. The knot appears to be related to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Revised case description. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation, the first clip delivery system (cds) did not open after establishing final arm angle (efaa). Troubleshooting was performed and finally the clip opened after lowering the grippers. The clip sprang open to inverted angle rather than open smoothly and resistance was felt when turning the arm positioner in open direction. Efaa was tested again and although the efaa was successful, the clip failed to open again. Therefore, the cds was not used in the procedure and replaced with a new cds. The second clip was positioned over the medial mitral valve with acceptable mr reduction but still some residual mr over the lateral mitral valve. A third cds was advanced to the mitral valve. When attempting to deploy the clip a strong resistance was felt when pulling out the lock line with only one free end out of the lock lever. It was suspected that the two free ends of the lock line might not have been fully untangled. The clip was reopened and the cds was retrieved due to the failure to remove the lock line. A fourth cds was advanced to the mitral valve and the clip was deployed over the lateral mitral valve with good mr reduction. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and after establishing final arm angle (efaa), the clip did not open. Troubleshooting was performed and finally the clip opened after lowering the grippers. The clip sprang open to inverted angle rather than open smoothly and resistance was felt when turning the arm positioner in open direction. Efaa was tested again and although the efaa was successful, the clip failed open again. The cds was then replaced with a new cds. The second clip was positioned over the medial mitral valve with acceptable mr reduction but still some residual mr over the lateral mitral valve. A third cds was advanced to the mitral valve. When attempting to deploy the clip a strong resistance was felt when pulling out the lock line with only one free end out of the lock lever. It was suspected that the two free ends of the lock line might not have been fully untangled. The clip was reopened and the cds was retrieved due to the failure to remove the lock line. A fourth cds was advanced to the mitral valve and the clip was deployed over the lateral mitral valve with good mr reduction. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.